Event description:
Non- integration. There was no infection. Doctor stated that the patient is smoker, which most likely let to the implant failure.

Event description:
Non- integration. There was no infection. Doctor stated that the patient is smoker, which most likely let to the implant failure.